Manufacturer narrative:
(B)(4) the device was not returned for analysis, which prevented a full investigation of the product issue. A search of the complaint handling database was performed and found 2 other incidents were reported from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a femoral artery. It was reported that during inflation of two 5 x 20 mm armada 35 balloon catheters, when pressurized, there was a leak at the hub. The procedure was completed with a second armada which also leaked. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.